Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following results within 10 minutes: 150 mg/dl, 334 mg/dl , 129 mg/dl . A request was made for the return of the meter and strips no adverse event alleged.